Event description:
Customer reported that voltage and grip has broken off (screw). This is report 1 of 1 for complaint #(B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by a technician, it was revealed the handle was loose and the springbolt was missing. The device was exchanged with a replacement and returned to the customer on (B)(4) 2013. Placeholder.